Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii access & delivery catheters and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters and a spyglass ds controller were used during cholangioscopy procedure performed in the common bile duct on (B)(6) 2022. During the procedure, the visualization of the spyscope ds ii catheter was lost after a few minutes into the procedure. A second spyscope ds ii catheter was used and the same problem occurred. They switched off and on the controller but the visualization could not be recovered. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
Note: this report pertains to two spyscope ds ii access & delivery catheters and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters and a spyglass ds controller were used during cholangioscopy procedure performed in the common bile duct on january 17, 2022. During the procedure, the visualization of the spyscope ds ii catheter was lost after a few minutes into the procedure. A second spyscope ds ii catheter was used and the same problem occurred. They switched off and on the controller but the visualization could not be recovered. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds digital controller was analyzed by enercon technologies, and a visual evaluation noted that the front panel had wear and cosmetic damage. A functional evaluation noted that the reported event of lost visualization was unable to be reproduced. There were 2 errors in the error log suggesting an uncalibrated catheter was used. No functional problem found with this controller. Per the evaluation conducted by enercon technologies, the reported event of lost visualization was not confirmed, the unit presented wear and cosmetic defects. It is likely that the problem was intermittent. A risk review confirms this is not a new or unanticipated event. The problem is unlikely related to manufacturing, as product analysis identified problems related to use and maintenance and did not identify any manufacturing defect. In addition, during a device history record review conducted by enercon, it was confirmed that the device met all manufacturing specifications. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot.